Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v192123, implanted: 2009 (B)(6); product type lead product ID 7482a66, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v902684, implanted: 2012 (B)(6); product type lead product ID 3708695, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that when the patient used her vibrator before she got a "shocking feeling" by her ins (implantable neurostimulator). Her ins was implanted in her abdomen. This happened the occasional time she used the vibrator. It was that same side as the before (for information on the patient's previous ins issue, see manufacturer's report #3004209178-2014-01154). It was later reported that the patient did not have concerns with her device or therapy.